Event description:
Customer's mother called to report the reservoir was leaking from between o-rings into her reservoir compartment. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.